Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be a reportable serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
It was reported that patient experienced hyperglycemia event on (B)(6) 2026 and was treated with manual correction.